Manufacturer narrative:
It was reported that patient was not compliant to post-operative recommendations. (B)(4).

Event description:
It was reported that a plate broke post operatively and non-union of the arthrodesis. A revision surgery was conducted as a result of the reported issue.